Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01661.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils, and non-penumbra microcatheter. During the procedure, while inserting a ruby coil into the rotating hemostasis valve (rhv), the physician experienced resistance, but, was able to advance the coil through the microcatheter under continuous flush. The physician then decided to remove the ruby coil to reposition microcatheter, however, while retracting the ruby coil, the physician experienced resistance, and the ruby coil unintentionally detached inside of the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed, and the coil was flushed out. Next, the physician inserted the same microcatheter, and advanced a new ruby coil, however, resistance was encountered again, and the ruby coil was unable to advance any further out of the microcatheter. Subsequently, while attempting to re-sheath the ruby coil, the physician experienced resistance, and the ruby coil unintentionally detached with half of the coil in the iliac artery, and the remaining half of the ruby coil was in the microcatheter. The physician attempted to remove the microcatheter, however, half of the ruby coil was left hanging out of the vessel. Therefore, the physician used a snare device to remove the detached ruby coil. The procedure was completed using other coils. There was no report of an adverse effect to the patient.